Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level did not exceed 500 mg/dl, suggesting there was no adverse impact. To resolve the issue, the customer changed the infusion set and cartridge before resuming insulin use. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use.